Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge was dislodged. Tandem technical support guided the customer through correctly removing the case. There was no adverse impact to customer's blood glucose level.